Event description:
It was reported through the filing of a lawsuit that allegedly in 2015 the patient began experiencing significant pain and lack of function in the area of the device and diagnostic workup revealed the head of the stem was displaced and/or fractured. It is further alleged that based upon these findings, revision surgery of the left hip was scheduled and completed on (B)(6) 2015 and that during that surgery the surgeon observed evidence of extensive metallosis within the tissue and an exposed portion of the femoral component; the trunnion of the stem showed signs of gross damage.

Manufacturer narrative:
Additional information: brand name: product long description; product code, common device name; catalog#, lot#, expiration date; PMA/510(k)#; manufacturing date. An event regarding disassociation and metallosis involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Clinician review: no medical records or x-rays were made available for evaluation. Product history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that the head of the stem was displaced and/or fractured and evidence of extensive metallosis within the tissue was noted. The disassociation and metallosis that was noted at the time of revision surgery cannot be confirmed without a medical review and mar. Therefore, the event could not be confirmed nor could the root cause be determined because the insufficient medical information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly in (B)(6) 2015 the patient began experiencing significant pain and lack of function in the area of the device and diagnostic workup revealed the head of the stem was displaced and/or fractured. It is further alleged that based upon these findings, revision surgery of the left hip was scheduled and completed on (B)(6) 2015 and that during that surgery the surgeon observed evidence of extensive metallosis within the tissue and an exposed portion of the femoral component; the trunnion of the stem showed signs of gross damage.